Event description:
In the early morning of (B)(6) (sunday night going into monday), I was woken up in the middle of the night, around 2:30am by the blaring alarm on my phone from the dexcom g7 app. The alarm was screaming about an urgent low blood sugar or 49 millimoles per liter, requiring immediate action. My body did feel like a low, weak, panicky, especially when your phone is blaring an alarm at you at a high volume. I then checked my glucometer to confirm these readings, but my glucometer was reading approx. 340. Almost exactly 300 whole points off. Obviously, I was distressed and alarmed by the radical discrepancy between the two numbers, and unsure how to proceed! I tried to use the glucometer reading (which is always supposed to be more accurate) to calibrate the g7 app, but at this point the app was telling me "sensor error", which doesn't let you input a calibration number. So, I had to eat some candy and medicine to try to raise my blood sugar in case it was critically low, as I was home alone, and naturally didn't want to go unconscious from a sugar low and be left incapacitated or unable to make clear decisions and wind up in a coma. I was forced to call a rideshare to take me to the emergency room, by this point it was probably around 3am or so. When I was checked in, they also did a finger-stick glucometer reading, now my sugar was higher, approx. 378, if I recall correctly. My dexcom app was still giving sensor issues, so I still couldn't rely on it or even recalibrate it. I wasn't released until almost 10am in the morning. It took several hours to be attended. They ran blood tests, which came back fine. Eventually I got a room and was put on an IV (intravenous). I also was manually taking correction insulin doses using my omnipod 5 pump to try to bring my blood sugar down, which was over 400 at this point. I was also given corrective insulin in the IV to bring down sugar. It wasn't till 9am or so that my sugars were back in range, and at this point, my dexcom sensor was finally functioning again and I was calibrating it using the readings I was getting from the nurses doing finger-sticks. I not only incurred a $150 bill for the ER (emergency room) stay, but had to call off work that monday, so that was a full day of pay missed. Extremely upsetting and destabilizing to have the technology that is supposed to help keep you healthy suddenly go completely haywire and giving you wildly false and dangerous readings!! I just spoke with dexcom tech support on the phone, and all they offered was a replacement of the actual no sensor. Just downplaying the urgency of the situation, and the total technical malfunction of their product, which landed me in the ER, nor the loss of money I incurred due to their product's failing. They simply reminded me that I should only base my medical decisions off of a glucometer, and not their sensor readings.... Trying to clear themselves of any liability for their failure. No sort of financial compensation for the traumatic situation or financial loss was offered in any way. I've generally had a largely good experience with dexcom up till now, have been using it for about a year or so. But this whole situation is incredibly frustrating and upsetting, and dexcom's trying to just pass it off as no big deal is absolutely infuriating!